Event description:
A user facility reported that the lma does not hold air and they found that there is a tear in the cuff. Initial report stated no patient involvement. Further communication with the physician indicated that the lma did not hold air immediatley after it was put in the patient. The physician removed the device and used another airway. It was reported that there was no patient injury or problem. The user facility return the lma for evaluation.